Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: august 1, 2014 through september 30, 2014 psr submission number: 2210968-2014-10278. Psr report identifier: 2210968-2014-09700. All event details will now be captured via emdr report number 2210968-2022-04111.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient experienced pelvic pain, hematuria, urinary incontinence, urethral hypermobility, and urinary frequency. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.